Event description:
Customer reported that the uom setting of their meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete. Customers and retailers have been informed through the fa 16 may 06 letter.